Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump asking for rewind every time battery changes. Customer stated that whenever he changes the battery, the count starts and it stops at 6, then goes back to the homescreen and all values are now zero. Customer had to reenter the date and time, then asks for a rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test, rewind and displacement test. No unexpected rewind anomalies noted. No unexpected battery out limit alarm anomalies noted. Device received with cracked belt clip slot and cracked reservoir tube lip. (B)(4).